Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory a thorough product analysis was performed. The lead was returned with the helix fully extended and there was no sign of damage or defect. X-ray revealed an inner coil fracture at the distal end of terminal pin. Evidence showed the fracture most likely occurred during extension of helix.

Event description:
Boston scientific received information that during the implant procedure, the right atrial (ra) lead was repositioned four times and then it was not possible to extend or retract the helix. As a result, a new lead was implanted. No adverse patient effects were reported.